Event description:
Additional information was received indicating that it is possible that the valve and/or delivery catheter system (dcs) caused or contributed to the cardiac tamponade.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us; product lot/serial number unknown; product type: 0195-heart valves updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, the patient had cardiac tamponade. The patient had no new heart block appear after surgery, and the external pacemaker lead was removed. The patient developed symptoms in the chest afterwards. On the same day, cardiac tamponade was diagnosed via echocardiogram, and pericardial drainage was performed. Pericardial effusion did not accumulate again, and the drain was removed. Per the physician, the cardiac tamponade was most likely caused by pacemaker lead penetration. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop2329us; product lot/serial number unknown; product type: compression loading system (cls)  product ID d-evprop2329us; product lot/serial number unknown; product type: delivery catheter system (dcs).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us; product lot/serial number (B)(6); product type: 0195-heart valves use by date [(B)(6) 2024] UDI [(B)(6)]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.